Manufacturer narrative:
D10: (B)(6) 02-010-03-0235 - logic cr femoral cem, left, sz 3.5. (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f/2.5t. (B)(6) 200-02-29 - three peg patella 29mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported by the legal department, that this female patient's left tka was revised for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening, approximately 3 years, 10 months after initial implant. Patient experiences daily pain and discomfort in her left knee which limits her activities of daily living and impacts her quality of life. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.